Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via manufacturer representative for an event that occurred during a spinal deformity correction procedure on a patient diagnosed with scoliosis. It was reported that the screw plug slipped. There was an overall delay of 15 mins in the procedure. The product will not be returned and it was scrapped by the healthcare facility. No patient injury / complication was reported.